Event description:
A report received from the USA stated an 840 ventilator experienced an error code which rendered the device inoperable. There was no report of patient involvement at the time of the event. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device however was unable to duplicate the reported issue. The cse replaced the inspiratory printed circuit board (pcb). The device passed all tests passed per service manual. (B)(4).